Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: photo of the returned product shows that the tip is broken. H3:product analysis #(B)(4) lot# nm12e003 visual and optical examination of the returned instrument confirmed one of the tangs at the tip of the inserter has been broken off. The fracture surface is relatively flat and brittle. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding an inserter used in a interverteb ral discs interbody fusion surgery. Pre-operative diagnosis for this procedure was lumbar canal stenosis. It was reported that during procedure while hammering the cage a crack sound was heard, so the inserter was removed, cage and the instrument were checked. The inserter broke while setting the third cage. There was a delay in overall procedure time of less than 60 min. No health damage in the patient was reported. No patient symptoms reported. No further complications reported. Plif was performed at 2 intervertebral spaces of l4/s. The first cage was inserted to l4/5 with the reported inserter, when the position was checked with image, the doctor hear an abnormal sound while moving the inserter to adjust the position. When the inserter was checked outside the operating field, a crack was noted at the tip claw. The second cage was continued to be inserted. When the third cage was set, the claw part broke and detached. As there was no alternative one, the inserter was used as it was, and the procedure was completed without problems. It seemed that there was no breakage on the cage.